Manufacturer narrative:
The reported event that 1, anterior midshaft plate variax clavicle 10 hole was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on our risk management file, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are : sharp bending, reverse bending or bending over a screw hole (with irons). The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use was reviewed which demands that user must be familiar with the correct handling of the implant. It also suggests that contouring or bending of an implant should be avoided where possible, as it may reduce its fatigue strength and can cause failure under load, and that if contouring is necessary, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole, and must be performed with stryker instruments and in accordance with the specified. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed. Device was not received.

Event description:
Sales rep reported 2 clavicle plate broke as surgeon was bending during surgery. Delayed the surgery by 1 hour. No further information on patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported 2 clavicle plate broke as surgeon was bending during surgery. Delayed the surgery by 1 hour. No further information on patient.